Event description:
It was reported that the patient was in the hospital being treated for an infection unrelated to the pacemaker system. It was noted that the patient had 15 seconds of asystole on telemetry and a temporary pacing wire was placed. The pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.